Event description:
The customer reported inaccurate reading. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacturing narrative: the returned device was evaluated. During evaluation the device passed all visual and functional testing. During simulation testing, the device passed manual and preset conditions and provided accurate measurements. The device was found to visually and audibly alarm during alert conditions. No product performance issue identified related to spo2 and pulse rate. Internal visual inspection was performed and a potential loose board to board interconnection in the ui board was observed. A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues prior to this reported event.

Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported inaccurate reading. No patient impact or consequences were reported.